Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was hospitalized with complaints of chest pain. After balloon angioplasty, a high stenotic tear in the mid circumflex artery was noted. Additional ballooning was not successful and a graftmaster was attempted, but failed to transverse the lesion. Another attempt at balloon angioplasty was unsuccessful and the patient was transferred for emergency open heart surgery with a good outcome. No additional information was provided.